Event description:
It was reported that 5 bd safetyglide¿ needle experienced needle blocked. The following information was provided by the initial reporter: all had lot #2024137 not function properly the air could not be pushed out of the syringe, a lot of pressure, appears air locked.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd safetyglide¿ needle experienced needle blocked. The following information was provided by the initial reporter: all had lot #2024137 not function properly the air could not be pushed out of the syringe, a lot of pressure, appears air locked.